Event description:
Patient was found unresponsive on floor of bathroom lying in a prone position in a pool of blood. Right internal jugular tunneled apheresis catheter was noted to be completely separated approximately one inch from the tunnel entry (not at a catheter connection site). Patient was resuscitated with return of rhythm and transferred to intensive care. Patient ultimately expired.